Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Slap hammer will not accept the tibial keel punches (3760-xxxx) or the 8010-000 instrument. Another identical device was immediately available for use and case completed as originally planned without any delays or medical intervention.